Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg had a broken knob however it failed incoming functional testing- failed menu dial test due to broken upper case and missing knob. It was further noted that the display wires were pinched with the wire exposed. It was noted that the output connector assembly, hanger assembly and the upper and lower cases were all broken and the output connector nuts were discoloured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. There was no patient involvement.